Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included birth control patch from 2009 to 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). In 2011, the patient experienced migraine ("migraine headache"), hot flush ("hot flashes"), pyrexia ("fever"), gastrooesophageal reflux disease ("acid reflux"), headache ("headaches") and weight increased ("weight gain"). In 2013, the patient experienced uterine leiomyoma ("fibroids/myometrium with leiomyoma"), adenomyosis ("adenomyosis"), cervicitis ("chronic cervicitis") and adnexa uteri cyst ("paratubal cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia"), uterine adhesions ("uterine serosal adhesions with endosalpingosis/left fallopian tube with serosal adhesions with endosalpingosis") and endosalpingiosis ("uterine serosal adhesions with endosalpingosis/left fallopian tube with serosal adhesions with endosalpingosis"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, hot flush, headache and weight increased had resolved and the dysmenorrhoea, dizziness, dysgeusia, feeling abnormal, migraine, vaginal haemorrhage, female sexual dysfunction, pyrexia, gastrooesophageal reflux disease, menorrhagia, uterine leiomyoma, adenomyosis, cervicitis, uterine adhesions, adnexa uteri cyst and endosalpingiosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, cervicitis, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endosalpingiosis, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, headache, hot flush, menorrhagia, migraine, pelvic pain, pyrexia, uterine adhesions, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received :reporters, patient demographic, concomitant medication and events (apareunia (inability to have sexual intercourse), acid reflux, hormonal changes: hot flashes/fever, headaches, tubes), weight gain, fibroids, myometrium with leiomyoma; also adenomyosis, cervix with mild chronic cervicitis, uterine serosal adhesions with endosalpingosis, right fallopian tube with paratubal cyst, left fallopian tube with serosal adhesions with endosalpingosis) were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog"), migraine ("migraine headache") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, dizziness, dysgeusia, feeling abnormal, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.